Manufacturer narrative:
Note: product reference 4430140 is not cleared for sales in the USA, but it is similar to the product reference 5430140 cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36922244 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in august 2017. Investigation results: we received for investigation one celsite (B)(4) access port from batch nr 36922244 with a 9 cm long piece of catheter still connected to the access port housing with the connection ring. The facies of the catheter distal extremity is rough, irregular and it is flattened and ovalized. No manufacturing defect is visible on the received device. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. All the characteristics conform to our specifications. Conclusion: the catheter is flattened, ovalised at the level of the rupture, this proves that a mechanical stress was applied on the catheter at this level. We can hypothesize that the catheter rupture results from the fact that the catheter was angled, kinked or pinched at the level of the rupture. However, only the examination of the x-ray pictures could allow us to confirm this hypothesis. It is a rare incident, not directly imputable to the device. No corrective action is envisaged.

Event description:
User has explanted port catheter (celsite ECG). In the process that the catheter had been torn off and had migrated into the right pulmonary artery.

Manufacturer narrative:
Follow up report completed following receipt of the x-ray pictures and the additional information: the x-ray pictures and CT scan images taken on (B)(6) 2022 show the distal part of the catheter migrated into the right pulmonary artery. The access port housing and proximal part of the catheter are not visible (already explanted). The information received confirms that the catheter was implanted via the subclavian vein. Conclusion: the received information allows us to conclude that the catheter rupture observed at 9 cm of the access port housing results to the pinch-off syndrome: the catheter was crushed in the costo-clavicular space and repeated squeezing has led to the rupture of the catheter. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. It is a rare incident. No corrective action is envisaged.